Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip delivery system referenced in being filed under a separate medwatch report.

Event description:
This is being filed to report that the clip detached from one leaflet, was then damaged by another clip, resulting in the clip embolizing and the mr increasing. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. A second procedure was performed on (B)(6) 2018 as the mr had increased to 4+ and it was noted the clip detached from the leaflet and remained attached to the other leaflet (single leaflet device attachment (slda). A clip delivery system (cds) (lot 81004u249) was advanced in order to stabilize the slda however it interacted with the slda clip, causing the clip to completely detach and embolize. The clip was not implanted and the cds was removed from the patient anatomy. Another cds was implanted, reducing the mr to 3. No attempt was made to retrieve the embolized clip and it remains in the patient anatomy. No additional information was provided.

Manufacturer narrative:
Patient codes: 2104 labeled. Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from his lot. All available information was investigated and a conclusive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. The reported device damaged by another device appears to be due to user technique/procedural circumstances (e.g. Unintentional curve/ excessive torqueing). The reported recurrent mitral regurgitation (mr) appears to be the cascading effect of the noted slda. The embolism and foreign body in patient appears to be due to the reported detachment of device or device component as the clip embolized in the patient anatomy and was not retrieved. The reported mitral valve injury appears to be due to the device damaged by another device. The reported patient effects of emboli, foreign body in patient, worsening mr and mitral valve injury are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed medwatch, additional information received noted a third procedure was attempted on (B)(6) 2018. A portion of the posterior leaflet was noted to be missing. It was determined that it likely ripped off when the clip completely detached and embolized. No additional information was provided.